Manufacturer narrative:
Event date: unspecified date in (B)(6) 2018. The devices were discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) amia peritoneal dialysis cassettes had ¿the sack that looked like a clear vinyl wrapping or over the cassette itself, the clear film, it was puff up and filled with fluid¿. During the follow up with the patient, it was reported that the cassettes had leaked from an unspecified location (no further information). This was noticed during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.